Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the drawer was not detected on the bus and was unable to authenticate. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers were not detected. A field service engineer replaced the printed circuit board assembly (pcba), broken band, and read module for the full-height cubie. The station was then upgraded to version 1.8, which allowed the drawer with replaced parts to be reconfigured, resolving the issue. The system functioned as intended after field service engineer investigated the device.